Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the implantable pulse generator (ipg) was no longer functioning as intended. The patient was doing well postoperatively and the explanted device disposed by the facility.